Manufacturer narrative:
DHR review. Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding this reoperation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) due to prosthetic aortic valve stenosis. A 23-mm transcatheter valve was successfully implanted and transesophageal echocardiography confirmed the absence of any paravalvular leak.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 23mm transcatheter valve, was implanted in the aortic position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately eight (8) years and five (5) months. The reason for reoperation is unknown and both devices remain implanted. No additional details provided. There were no reported complications.